Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: 300 cm prowater flex. Guide catheter: 6f al1, 6fr guideliner, 6f pigtail. Sheath: 6f. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that two graftmaster stents (2.8 x 16 mm and 2.8 x 19 mm) were deployed for treatment of a perforation that occurred during use of a rotational atherectomy catheter. After deployment of the 2.8 x 16 mm graftmaster stent, control angiography revealed a small persistent coronary artery perforation likely at the distal edge of the stent implant. Balloon inflations were performed and it was believed that the perforation was sealed successfully; however, angiography revealed a persistent coronary artery perforation at the distal edge of the stent. A 2.8 x 19 mm graftmaster stent was positioned distal to the previous covered stent, overlapping and deployed successfully. Angiography revealed no residual extravasation. No additional information was provided.